Manufacturer narrative:
Additional information: blocks b5 and e1 (below) block e1: implant surgeon has been added below. Correction to block g2. Block b3 (date of event): date of event was approximated to (B)(6) 2014 (implant date) as no event date was reported. Block e1: this complaint was reported by the patient's lawyer. The device was implanted by dr.(B)(6) at (B)(6) hospital, (B)(6). Block h6: patient code e2006 captures the reportable event of erosion. Impact code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2014. As reported by the patient's attorney, the patient underwent a surgery on (B)(6) 2017 due to sacrospinous suture erosion. She underwent another surgery on (B)(6) 2017 due to prolapse. Additional information received on september 16, 2022: operative report on october 9, 2014 provided the following information: operative diagnosis: pop (pelvic organ prolapse) and usi (urinary stress incontinence) operation performed: anterior and posterior repair, ssf (sacrospinous ligament fixation), cystoscopy and tvt (tension-free vaginal tape).

Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2014 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2014. As reported by the patient's attorney, the patient underwent a surgery on (B)(6) 2017 due to sacrospinous suture erosion. She underwent another surgery on (B)(6) 2017 due to prolapse. Boston scientific has been unable to obtain additional information regarding the event to date.